Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). Manufacturer year: 2012. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s operative eye requiring a vitrectomy procedure. A description of the event indicated the patient had an incomplete capsulotomy during the catalys laser segment due to the patient¿s movements throughout the laser treatment, air bubbles in the balance salt solution prior to treatment, and the operative eye was tilted prior to application of the suction ring, leading to manual adjustments. The catalys laser treatment was completed and the capsular tear was observed by the surgeon during quadrant removal using the whitestar signature console. The surgery center noted there was no issues observed with the whitestar signature console. The procedure was completed, and the intraocular lens was implanted in the sulcus. The patient outcome is stable, and the second eye was rescheduled for a further date. The current uncorrected visual acuity(ucva) binocular is 6/7.5. A separate report will be submitted for the catalys laser equipment.